Event description:
At the plastics conference in banff ab a doctor came to the convatec booth to discuss the pt he had with ag on a face burn. He said the pt was having problems eating and he could not get this product off by soaking, it just became harder. He said he had to take this pt to the or for an hour to remove the dressing. I asked him what he did with the open wound then and he said he referred the pt to the burn unit.